Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported by the nurse that PICC catheter placement was conducted on (B)(6) 2017. Continuous blood return occurred with the catheter. Excluding reasons such as operation, etc., the nurse removed the catheter from the patient on (B)(6) 2017 suspecting that the blood return condition was due to valve damage. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of blood return was inconclusive due to the nature of the complaint and potential factors associated with the clinical setting. One 4fr s/l groshong PICC was returned for investigation. The PICC revealed evidence of use. The stylet had been removed and the two-piece connector had been attached to the groshong catheter. The catheter extended 55cm from the distal tip of the strain relief oversleeve. A microscopic examination of the groshong valve revealed nothing remarkable. A functional test revealed that the catheter was patent to infusion and no leaks were identified. The groshong 3-position valve functioned for infusion and aspiration and closed when not in use. The complication of bleedback could not be replicated on the returned device. The valve length was within specification. Possible causes of bleedback include folding of the catheter in the vessel where the position the catheter tip causes the valve to open. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the nurse that PICC catheter placement was conducted on (B)(6) 2017. Continuous blood return occurred with the catheter. Excluding reasons such as operation, etc., the nurse removed the catheter from the patient on (B)(6) 2017 suspecting that the blood return condition was due to valve damage. There was no reported patient injury.